Event description:
Information was received that a tube blockage occurred to a cadd ms3 pump. Dose or amount: remodulin 81 nkm, frequency: continuous, route: IV. Dates of use: (B)(6) 2014 to ongoing. Diagnosis or reason for use: pah. No reported adverse effects.